Manufacturer narrative:
The device was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying that it is time for device replacement. Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis found the device battery to be severely depleted at less than 1v resulting in the reported no-telemetry/no-output condition. The device was fully functional with nominal system current drain throughout the analysis when powered by an external supply. There was no evidence of a high current drain condition. No hybrid anomalies were observed. Battery analysis revealed plated lithium material was found on the inner battery case surface, along the top edge of the case liner and adjacent to the cathode tab. The lithium material extended under the head space insulator and contacted the cathode tab located in segment 3 of the coil. Based on this analysis, the premature battery depletion after 39 months of service was the result of an internal short from the plated lithium material bridging the battery case (negative polarity) and the cathode tab (positive polarity). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implantable cardioverter defibrillator (ICD) exhibited premature battery depletion and was unable to be interrogated in the device clinic. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A voluntary medwatch form 3500 mw5082642 was received. User facility: n/a uf/importer report number: 3004209178-2018-07073. (B)(6). Date user facility became aware of event: (B)(6) 2018. Type of report: initial. Date of this report: 2018-04-10. Approximate age of device: 3 1/2 years.(B)(4). Location where event occurred: hospital. Report sent to manufacturer: yes. Manufacturer name and address MFR. Name: medtronic, plc addl: 8200 coral sea street ne city: mounds view state: mn zip: 55112. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported when the device was checked ¿it had 9.5 years of life left and within one month the device completely failed, but this was not figured out until the beginning of at the hospital. The doctor quickly replaced the implantable cardioverter defibrillator, it was sent back to the company and the company said it had an extreme crystallization of the battery and the battery was dead and when it was checked a few months earlier it again had 9.5 years left.¿